Event description:
It was reported that a patient underwent a sling procedure in 2009. The patient experienced itching from inside out and a rash in the groin area. Initially, the patient was treated for a yeast infection with diflucan, and then the patient developed a disease. The patient was referred to a dermatologist. The patient was last seen at approx 2 months post-procedure. A patch test and a polypropylene test were done, and all test were negative. The patient was improving. No medications were provided. The patient was sent home with "strips to monitor".

Manufacturer narrative:
Date sent to the FDA: 10/14/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.